Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation there were bent pins in the trunk cable. The root cause for the bent pins cable could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.